Manufacturer narrative:
(B)(4)

Event description:
It was reported that intermittent undersensing during a ventricular tachycardia was observed. The undersensing did not inhibit therapy. The patient was asymptomatic. Programming changes were recommended. No further information available.

Event description:
New information received notes that after programming changes, undersensing was observed in non-ventricular tachycardia episodes. The clinician will continue to monitor the undersensing.